Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed in the micu. A 7fr 20cm triple lumen cvc catheter was being used in a patient's left subclavian. The clinician noticed what appeared to be a tear in the lumen tubing of the blue port after unclamping the tubing to reposition the clamp to apply a new central line dressing. As soon as the extension line was unclamped bleeding was noticed coming from the extension line tubing. The clinician re-clamped the line and found a small tear in the lumen tubing where it was previously clamped. As a result the physician exchanged the catheter for the patient. They do not know if this caused a delay in treatment and there was no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a 3- lumen catheter. The product number could not be determined based on the sample or sales history. The medial extension line was separated at 1 cm from the juncture hub. Microscopic examination of the separated extension line found the ends to be straight for 1/3 of the diameter and the remainder was sharply angled. Foreign material was observed on the tubing in the area of the break indicating that a dressing may have been placed over the area. It appears the extension line was partially cut with a sharp object and then torn by excessive force. It was reported by the customer that the incident occurred during dressing change fourteen days after catheter insertion. Based on this evidence, operational context caused or contributed to this event. No further action will be taken.